Manufacturer narrative:
No further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient had been implanted with a boston scientific device and implantable defibrillation lead. Defibrillation threshold (dft) testing was performed at implant and was unsuccessful. Three months later dfts were again performed without success. The device was explanted and replaced with another manufacturer's device due to a higher energy output. The lead remained in service. It was reported that the lead had double-counted r-waves and anti-tachycardia pacing (atp) was inappropriately delivered which put the patient into an arrhythmia. A shock was delivered however the patient was unable to be converted and subsequently expired.